Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the water channel, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the light cover glass adhesive was worn. The optical cover glass adhesive was worn. The distal end adhesive was worn. The switch function operation failed intermittently. The insertion tube orientation was out of alignment. The hot and cold test failed with misty image. The down and right angles failed and were not to specification. There was angle play in the up/down direction. There was blocking evident in the air channel volume. Water flow was not to specification. The water removal was not to specification. The water channel volume failed due to blockage evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white contamination in the air/water channel. There were no reports of patient involvement.